Event description:
It was reported that a procedure was aborted. They were attempting to cross a functional chronic total occlusion of an om branch. They tried to wire with a non-boston scientific guidewire and failed so they advanced a mamba flex microcatheter over the guidewire and exchanged out for another non-boston scientific guidewire and subsequently another non-boston scientific guidewire. They were unable to advance the guidewire through the microcatheter and friction was felt during advancement. The guidewire was removed to see if there was blood return from the mamba and there was not. After applying negative pressure with a syringe, there was still no blood return. They withdrew the whole system at that point to see if the catheter was kinked but no visible kinks were noted.